Event description:
The physician inflated a sprinter legend balloon in the proximal left circumflex, which was reported to have 90% focal stenosis. After inflation it was noted that the balloon did not deflate completely. Several unsuccessful measures were carried out in an attempt to deflate the balloon. The partially inflated balloon was pulled back into the guide catheter and removed from the patient. Angiography revealed that there was no evidence of dissection or perforation. Another brand device was successfully used. No clinical sequelae reported. Device evaluation the balloon bond was stretched. The distal tip was flared. The balloon was partially inflated with liquid still present. It was not possible to remove the liquid from the balloon and therefore, deflate the balloon fully. It was not possible to inflate the balloon. Image review procedural images provided confirm the presence of a lesion in the om to the lcx. A balloon was delivered and inflated at the target lesion site. The images provided show no issues in relation to this balloon device. The reported deflation difficulties and subsequent removal of the balloon and guide, the re-positioning of a guide were not provided. The images continue to show the delivery, deployment and post dilatation of a stent at the target lesion. No procedural complications or any reason for complications were observed on the images provided.

Manufacturer narrative:
Concomitant medical products: results: the root cause of the reported deflation difficulties cannot be determined. Conclusion: no conclusion can be drawn-the root cause of the reported deflation difficulties cannot be determined. (B)(4).